Manufacturer narrative:
(B)(4) date sent: 1/5/2026 b3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there a patient consequence? If yes, how was the issue addressed? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, when they inserted the battery stapler automatically fired without removing red safety. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. D4: batch # 657d06. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present and several b-formed staples on the pockets. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. However, when we inserted the reset battery and pressed the firing trigger, the device fired without stopping and an abnormal noise was heard. The device was disassembled to verify the condition of the internal components and corrosion on the bulkhead contact and motor were noted. Additionally, the bulkhead contacts were cleaned and the device was reloaded with staples; a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria, but the abnormal noise persisted. After disassembly, the motor component three gears from 5th stage were noted damaged causing abnormal noise. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described could not be confirmed as no unintentional activation were noted during the functional test. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 657d06, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.